Manufacturer narrative:
The reported field event of a header anomaly could not be confirmed. Only partially destroyed header was received. Visual inspection of the available septum and set screw revealed no anomaly. Test lead was able to be inserted, secured, and loosened normally in the available chamber.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that a patient presented in-clinic for a device replacement procedure. During the procedure, the set-screw of the patient's implantable cardioverter defibrillator (ICD) was unable to be loosened, and could not be disconnected. The ICD was explanted and replaced on (B)(6) 2021. No patient consequences were reported.